Event description:
It was reported that, at the annual fitting session, the patient had 7 channels disabled, due to high impedance and poor sound quality. From the first fitting session, the number of available channels has decreased from 9 to 5. The clinic will monitor patient's performance and decide on a potential re-implantation accordingly.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.